Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33, lot# v250971, implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s device was not working and they would like to send the machine back. The patient was going to have their device removed this summer. It was noted that the patient was implanted twice and their health care provider (hcp) wanted to try again but the patient was now catheterizing every day and was not going to fool with it. It was stated that it was going to be another surgery to put it in and then if it didn¿t work the patient would have to have another surgery so they were going to have it taken out this summer. The patient spoke with their primary care physician and they told the patient that it was not really worth trying again because if it hadn¿t worked twice, who said it was going to work the third time. It was reported that now the probe still was not connected right and the patient was just not going to fool with it. The patient would call back after they had their device removed to return their programmer.